Event description:
Customer reports two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results. See case-2022-1350-2 for alternate false positive result. Customer reports receiving a false positive result when testing on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24223h, reader sn (B)(4)). Two repeat cue covid-19 tests provided negative results. Customer has no symptoms or known exposure. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.